Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station did not display a patient's name. A technical support specialist mentioned that the patient's unit needs to be changed to one of the specified units to display correctly at the station and the customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system station did not display a patient's name. The customer stated that the malfunction occurred when the nurse was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.